Event description:
A site representative, biomed, reported that while in an ent procedure, the surgeon alleged an inaccuracy of approximately 2mm to the left. No further details could be provided as to which instrument or when in the surgical procedure this occurred. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Patient information was unavailable from the site at time of this report.a medtronic ent representative at the site, (B)(4) 2013, performed a system check-out on the navigation system; performed registration and accuracy was good. Software investigation not completed.

Manufacturer narrative:
The software investigation was unable to determine root cause without further information since the behavior could not be replicated by onsite personnel. A medtronic representative attended the next surgery and everything went very well. Although the event could not be confirmed, the rep upgraded the system software with the current version available.